Event description:
The following article was received based on a literature review: article: comparison of two different intraocular lenses used in the modified yamane technique. Rapid response team comments: a retrospective study was done to evaluate the efficacy and safety of 2 different intraocular lenses (iols) used in the modified yamane technique. A total of 50 eyes of 50 patients underwent modified yamane secondary iol implantation due to aphakia or single-piece iol subluxation. Alcon ma60ac 3-piece iols were implanted in 25 patients (group a), while sensar ar40e 3-piece iols (johnson & johnson vision/amo) were implanted in 25 patients (group s). The modified yamane technique is assessed as an off-label procedure. Postoperative complications included cystoid macular edema in 1 case in group s, which resolved within 6 to 8 weeks with topical nonsteroidal anti-inflammatory treatment (nepafenac 0.3%). In addition, 1 patient in group s developed pseudophakic bullous keratopathy in which endothelial keratoplasty was recommended but the patient refused surgery. It was reported that 1 case in group s experienced haptic breakage when inserting the trailing haptic into the insulin syringe during surgery. The modified yamane technique was successfully repeated with a new iol (assessed as explant). Additionally, it was reported that a deviation from target refraction was 0.65 ± 1.54 d in group s.

Manufacturer narrative:
Section a2 (age): 66 ± 24 years. Section a3 -sex (f/m): 10/15. Sections a4, a5: information unknown/not provided. Section b3: date of event: exact dates not provided. Article acceptance date is (B)(6) 2025. Section d4 - model #, catalog #, serial #, expiration date, UDI #: unknown/not provided. Section d6a - implant date: unknown/ not provided. Section d6b - explant date: unknown/ not provided. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown, no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Citation: m. Icoz, febo, eyüp erkan, comparison of two different intraocular lenses used in the modified yamane technique. Wolters kluwer health, inc., 2025. Https://doi.org/10.1097/j.jcrs.0000000000001701. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.